Manufacturer narrative:
Block b3: approximated based on the date of the procedure. Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7078353. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7078354.

Event description:
It was reported that the patient developed an infection and underwent a procedure in which two of the leads and the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system were explanted.

Manufacturer narrative:
Block b3: approximated based on the date of the procedure. Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7078353. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7078354.

Event description:
It was reported that the patient developed an infection and underwent a procedure in which two of the leads and the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system were explanted. It was additionally reported that the patients' infection was localized to the implantable pulse generator (ipg) pocket site at the gluteal area. The infection site displayed redness and swelling and the patient experienced pressure pain at the site. It is unclear as to what may have caused the infection. The patient was placed on intravenous (IV) antibiotics. The patient is doing well post operatively. The devices will not be returned as they were disposed of by the facility.